Event description:
It was reported that when a patient presented for scheduled follow up, the device was in reset state. The device was restored to normal settings. Since the device was approaching eri, it was electively explanted and replaced.

Manufacturer narrative:
Upon receipt, the device interrogated normally using a programmer as the reported reset was restored in the field. The device was tested using automated test equipment and no anomaly was found. The cause of the reset was not determined as it was not reproduced during testing.